Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had symptoms such as abdominal pain. The customer was treated by her health care professional. Customer's blood glucose value was 150 mg/dl at the time of the call. Heath care professional stated she has scar tissue at the insertion site and suggested to try another infusion set. Customer declined to troubleshoot for high readings.